Event description:
It was reported via user facility medwatch that during a left leg angiogram, percutaneous transluminal angioplasty (pta), laser, and stent placement, the flexible tip of the asahi percutaneous transluminal coronary angioplasty (ptca) guide wire broke off in the pt's peroneal artery. Fragment was able to be retrieved using a snare catheter and wire under fluoroscopy. Tip of guide wire unexpectedly broke off in pt's artery, putting pt at risk for possible retrained fragment and other consequences. Add'l info received stated that the pt's outcome was good after removal of the separated guide wire and the pt was discharged from the hospital on the following day (B)(6)2010. No add'l info provided.

Manufacturer narrative:
(B)(4). The device is being held by the user facility and will not be returned for eval. The lot number was provided. A f/u report will be submitted with all relevant info.